Event description:
It was reported that during inspection, it was discovered that the foot control device was not actuating the motor device. It was further reported that insulation was exposed on the cord of the device. There were no delays to the planned surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not actuating the motor device was not confirmed. However, the reported condition of exposed insulation on the cord of the device was confirmed. It was observed that wires were exposed. The assignable root cause was determined to be due to mishandling by allowing the cord to come in contact with a sharp object. This was further defined as user error, abuse and/ or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter: there was no contact phone number provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.